Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. The consumer did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has to wear rigid gas permeable (rgps) contact lenses to achieve a visual acuity of 20/20. The consumer reported he had worn rgps for years prior to his iol implant surgeries. The consumer did not provide any contact information; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This report is for the fellow eye.